Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 13 ventricular sics recorded from (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The right ventricular (rv) lead pace impedance was stead at approximately 307 ohms through (B)(6) 2016, the rose out of range by (B)(6) 2016 and remains variable. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high and variable pacing impedance measurements from the lead tip to coil. Review of the remote monitor transmission indicated the variances occurred over the past several weeks. It was noted the patient also experienced some instances of sensing integrity counts. A lead fracture was suspected. The physician elected to reprogram the lead detections off and place a life vest on the patient. The right ventricular (rv) lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.